Event description:
The facility representative reported a flo-gard infusion pump with a broken door latch. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Summary comments: the reported condition of door latch broken was confirmed. Service found, during visual inspection, that the door latch was damaged. The door latch was replaced to resolve the issue. If additional relevant information becomes available, a follow-up report will be submitted.